Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and a suture retention bridge was used. The patient experienced a skin necrosis on the same day and the incision wasn't properly closed. The incision reopened with the bridge in place. Additional information has been requested.